Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported that 4 bifuse tubing sets broke at the y site while connected to the patient's central line. There was no patient harm.